Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that after the patient was discharged from having cardiac ablation procedure; to treat typical flutter with a thermocool smarttouch sf catheter, the patient experienced pericardial effusion and was treated in the emergency room with pericardiocentesis. The report indicated that the patient returned to the emergency room and a pericardial effusion was discovered. Pericardiocentesis was performed on the patient. It was unknown how the effusion was discovered and how much fluid was removed during pericardiocentesis. The physician was notified that the patient was stable and in the hospital being monitored. The report indicated that the pericardial effusion occurred several hours after the procedure. During the ablation procedure, the patient was treated for typical flutter and was the first procedure of the day. The procedure went well, and the patient was stable on transfer to the recovery room. After being monitored in the recovery room for a few hours the patient was discharged.